Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument would not clip as the jaws were broken and coming out. The broken jaw did not fall into the pt. Other than an extended or time of 10 min, there was no further consequence to the pt.